Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported valve leak remains unk.

Event description:
It was reported that air was leaking from the hemostasis valve of the introducer after insertion into the pt. The sheath/dilator was inserted into the pt's femoral vein and the physician noted that air was leaking into the sheath when the syringe was attached to the three-way stopcock and negative pressure was applied to confirm that the introducer was properly inserted into the vessel. When the sheath was checked, the air leak was confirmed to be from the hemostasis valve. Another device was used to complete the procedure. Additional info was requested and is not available.